Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump buttons take multiple presses to respond, rainbow effect in the sun which effects visibility, insulin pump rewind slower than in the past and unexplained no delivery alarms. The customer blood glucose level was unknown. Customer declined to troubleshooting. The device will be returned for analysis.